Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a postmenopausal right ovarian cyst, pelvic pain, stress incontinence, and symptomatic rectocele. It was reported that after a combination diagnostic laparoscopy, bilateral salpingo-oophorectomy, transvaginal tape, posterior mesh repair, and posterior ivs procedure where this device was implanted, the patient experienced adverse outcomes. These conditions include a cutting sensation when urinating, excision of posterior vaginal mesh, partial vaginectomy for mesh protrusion through posterior vaginal mucosa, mesh erosion of tissue, malodorous discharge, urinary incontinence, voiding dysfunction, fecal incontinence, constipation, urinary tract infections, stage ii cystocele, vaginal bleeding, back pain, and dyspareunia. Treatment for these conditions included mesh revision, anterior colporrhaphy, implantation of a tvt exact sling, cystoscopy, excision of the posterior vaginal wall mesh extrusion, and relaxing incisions at mid bilateral area of vagina. A third mesh revision was performed for excision of posterior vaginal wall mesh, posterior colporrhaphy, perineorrhaphy, xenograft augmentation, perineorrhaphy, cystourethroscopy, and hematuria.